Event description:
The manufacturer received information alleging the device failed the system setup and fio2 test. There was no harm or injury reported. Service quote provided to customer for replacement of the three-way solenoid valve and the proportional valve to address the system setup test fail issue. There are two fio2 tests, the fio2 sensor verification, which verifies that the device can detect that an fio2 sensor is connected which is used for monitoring purposes only and does not affect therapy, and the fio2 sensor receptacle verification which verifies that the fio2 solenoid is able to open and the tubing that is connected to the fio2 sensor receptacle is not kinked or occluded. If the tubing was kinked, occluded, or the solenoid valve did not open, there would be no circulation of air and oxygen to pass across the fio2 sensor. The fio2 sensor is used for monitoring purposes only and does not affect therapy. The failure of the fio2 test is not considered a reportable malfunction/issue.